Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill testing to the reservoir and no air bubbles or leakage were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Ran basal, bolus leaking tests and no air bubbles or leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 52 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised to change the entire reservoir. The customer did not troubleshoot. The customer returned the product for analysis.